Manufacturer narrative:
Device evaluation: there was no product returned. Hence, the reported tass cannot be verified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. At the time of this review, there have been two similar complaints for lot 028715 and one similar complaint for lot 028716. The complaint database was reviewed for tass, infection, inflammation, and corneal edema for lifecore manufactured syringe products during the one year review period from the aware date. There have been similar complaints for the healon product line. A potential trend has been identified for one customer facility. There is an investigation open at this location. No other trend has been identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The healon endocoat duet is not an implantable device. If explanted; give date: n/a (not applicable). The healon endocoat duet is not an implantable device. Additional concomitant products: phaco machine, sn unknown, phaco tubing, lot unknown, balanced salt solution, lot unknown. (B)(6). The device is not returning for evaluation as it was discarded by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed.

Event description:
It was reported that a patient developed post-op infection after intraocular lens (iol) implantation. Further follow-up stated that the customer ¿s facility has a toxic anterior segment syndrome (tass) outbreak and a thorough investigation is being done but a known cause has not yet been confirmed. For this event our iol and healon endocoat for duet were indicated as suspect products. However, it was stated that steroid drops were given to the patient as medical intervention. The patient fully recovered with the iol remaining implanted. No product will be returned for evaluation. No other information was provided. This report captures the report for suspect healon endocoat duet. A separate report will be submitted to capture the suspect iol.